Event description:
It was reported that following a new implant, the patient experienced phrenic nerve stimulation. The implantable cardioverter defibrillator (ICD) and left ventricular (lv) lead were explanted and replaced.

Manufacturer narrative:
Further information was requested but was not available at this time.